Event description:
Customer claims there's a hole size of a silver dollar on the top part of the mattress envelope. Also that there maybe a canopy zipper issue, but did not know the specific location. The problem was found during set-up, and there was no patient contact. Evaluation for the returned product shows that the window side front is missing one zipper element.

Manufacturer narrative:
(B)(4): evaluation results: evaluation for the returned canopy shows that the window side front: has one zipper element missing. There is other damage to the canopy that is not pertinent to this claim. (B)(4).